Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted. It was also noted that there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.

Event description:
It was reported that during implant attempt, the lead had sensing difficulties. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event. It was also reported that the lead was attempted in multiple locations with no sensing. There was a concern that there was an issue with the helix.